Event description:
Following low high voltage lead impedance, fluoroscopy did not reveal externalized conductors. The lead was extracted and visual examination confirmed externalized conductors proximal to the svc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was found at 39.5-40.0 cm from the distal tip, consistent with lead friction to the ICD. Internal insulation abrasions were found at 11.9-12.9 cm and 43.4-43.7 cm from the distal tip. Also, an internal insulation was found partially underneath the svc coil at 24.7-25.5 cm from the distal tip. The etfe coatings of the conductors were intact at these locations. The low impedance issue could not be verified.